Event description:
It was reported the proximal section of the pipeline did not open during deployment. The device was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4)